Manufacturer narrative:
Service was not dispatched to address this event as it was resolved by customer troubleshooting. The customer found the drain tubing had detached from the needle cartridge, and reattached the tubing to repair the leak. The cause of the event was a specific instrument tube having been disconnected from the needle cartridge. No discrepant results were generated for this event, however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).

Event description:
The customer reported a bloody fluid below the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer. The source of the leak was initially unknown. The fluid was not contained within the instrument, was approximately ten to twenty milliliters in volume, and leaked onto the counter. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, glasses and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheets were reviewed.